Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a cracked tubing with leaking from the hub and filter during a lipid infusion. Blood was noted to be backed up and to have clotted the PICC line, which was then replaced. Although requested, additional details have not been provided; there is no report of lasting harm.